Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2025.the event occurred within 3 hours of insertion.the insertion site was thigh. The blood glucose level was 445 mg/dl and treated with correction bolus via pump.the patient replaced infusion sets and resumed insulin successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.